Event description:
Info received indicates the rear brake is not holding. The casters don't roll but continue to swivel when the brake is applied.

Manufacturer narrative:
The tech found the casters were worn. He replaced the casters to repair the bed.